Manufacturer narrative:
The account did not know what caused the left foot side to not latch. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the side rail for proper latching. When the side rail is latched, an audible click should be heard. Gently pull on the side rail to make sure it is latched properly. If latching is difficult, make sure that the latch is clean and inspect for obstructions. If wear is found, replace the latch components. The account cleaned the left foot side rail latch assembly to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the left foot side rail will not lock in the upright position. No pt injury reported.